Event description:
It was reported that the user experienced repeated pairing failures between the dexcom g7 and the ilet, while glucose readings continued on the dexcom g7 mobile app; customer support verified the pairing code, toggled the cgm switch, re-entered the dexcom g7 code 8457, and pairing was in progress, consistent with an intermittent communication failure involving electrical and magnetic components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between devices consistent with intermittent communication failure and involvement of electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.